Manufacturer narrative:
All operating currents within specifications and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms noted. However, the insulin pump was received with minor scratched lcd window and reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose levels. The customer's doctor agreed the issue could be insulin pump related. Customer's blood glucose level was 286 mg/dl. The customer bolused to treat his blood glucose. The customer contacted his health care provider. The insulin pump alarmed no delivery. The high pressure test failed twice. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.